Manufacturer narrative:
E1: patient city : (B)(6) patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the patient faced an issue with infusions set had a hole in the tubing which resulted in leakage. The patient blood glucose level was went upto 500 mg/dl and treated with site change and insulin pump. No further information available.